Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. Per the center, privacy laws prohibit them from providing more information regarding the case. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU is currently available. No vad related issues were reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed aortic valve insufficiency degree 3 to 4 and was admitted to center. An aortic valve replacement was performed. No further information was provided.